Event description:
Nurse observed dark matter in syringe luer lock/syringe tip. Syringe not used on any patients. Observation reported to unit manager and infection and prevention. Waiting for manufacturer response. Pictures sent to supplier and manufacturer. Request made to replace impacted lots.